Event description:
It was reported that the patient presented remotely via merlin@home. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were discussed. No intervention or patient symptoms were reported. No further information is available.